Event description:
It was initially reported that during an unspecified da vinci-assisted surgical procedure, when closing the port sites, it was observed that the skin at the port site was almost rubbery, dried out, and kind of purple. On 25-mar-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: after a da vinci-assisted inguinal hernia repair procedure had completed, as the surgeon was closing patient port sites, there were no burn marks, but the patient¿s skin was initially tight and white as if there was too much pressure on the trocars. The surgeon said that this was a pressure issue, not an insulation defect, thermal damage, or thermal injury. The surgeon stated that there was no malfunction of anything from da vinci and that the issue is directly related to "surgical staff error with placing the trocar wrong" because the staff should make sure the thick line on the trocar is in the middle so if the center gets moved a little or if the center line is not in the right spot, it puts more pressure on the skin. The surgeon also said, this is not a trocar problem, it¿s user problems.

Manufacturer narrative:
Based on the current information provided, the root cause of the intraoperative complication cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. System log review was conducted for the procedure on (B)(6) 2021 on system sl0561. While there was a light sensor message recorded, there were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. All reusable instruments with uses remaining that were used in the case were used in subsequent procedures. A review of the site's complaint history does not show any additional complaints related to any of the instruments or this event. No image or video clip for the reported event was submitted to intuitive surgical, inc. (Isi) for review. This complaint is being reported due to the following: during a da vinci assisted surgical procedure, as the surgeon was closing the port sites, it was noted that the skin at the port side was rubbery and dried out, kind of purple. No medical intervention was administered, and the case was completed robotically. The patient was reported as doing well post-operatively.